Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 7/1/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During evaluation of the sample some creases were observed on the anterior and posterior views. In addition, a crease was noted on the posterior aspect measuring approximately 0.2 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 6717143, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: mentor smooth round moderate plus profile 400cc saline prosthesis, catalog #3502400, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 400cc saline prosthesis experienced right sided deflation post procedure. As a result, explant without replacement was performed on 4/18/2019. There were no procedural complications.